Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: 14. Intraoperative or postoperative bone fracture and/or postoperative pain. 15. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-01038 and 2014-04081).

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2005. There has been no reported revision procedure. Additional information from legal counsel for the patient alleges that patient had pain, disability, impairment, disfigurement, aggravation of a pre-existing condition and elevated levels of chromium and cobalt. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.